Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with skin infection causing sepsis. For treatment, the patient was given rocephin. The pod was longer than 48 hours on the abdomen. The patient was discharged after 17 days.